Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated my tube"), gastrointestinal injury ("essure perforated my bowel"), ureteric perforation ("essure perforated my ureter"), anal cancer ("anal cancer") and genital haemorrhage ("abnormal bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia and ovarian cyst. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced asthma ("asthma"). In 2012, the patient experienced oesophageal disorder ("esophageal issues"). In (B)(6) 2012, the patient experienced gastrooesophageal reflux disease ("gerd"), oesophageal motility disorder ("esophageal dysmotility"), hypertension ("high blood pressure"), hyperglycaemia ("hyperglycemic"), dry eye ("chronic dry eye") and urticaria chronic ("chronic urticaria / hives"). In (B)(6) 2013, the patient experienced leukocytosis ("elevated white blood counts"), coeliac disease ("celiac disease"), angioedema ("angio edema"), chest pain ("chest pain") and abdominal pain upper ("stomach pain"). In (B)(6) 2013, the patient experienced back pain ("back pain") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2013, the patient experienced renal disorder ("kidney issues"). In (B)(6) 2013, the patient experienced chronic obstructive pulmonary disease ("copd"). In (B)(6) 2013, the patient experienced mastocytosis ("mastocytosis"). In (B)(6) 2013, the patient experienced pulmonary mass ("lung nodules"). In (B)(6) 2014, the patient experienced haematochezia ("bloody stool"). In (B)(6) 2014, the patient experienced suicide attempt ("attempted suicide"). In (B)(6) 2014, the patient experienced squamous cell carcinoma ("squamous cell carcinoma") and anal cancer (seriousness criterion medically significant). In 2015, the patient experienced radiation injury ("radiation disorder"). In (B)(6) 2015, the patient experienced tooth loss ("lost teeth"). In (B)(6) 2017, the patient experienced spinal osteoarthritis ("spinal degeneration"). In 2017, the patient experienced colitis ("diversion colitis/inflammation of colon"). In (B)(6) 2018, the patient experienced vertigo ("vertigo") and gait disturbance ("balance issue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), gastrointestinal injury (seriousness criterion medically significant), ureteric perforation (seriousness criterion medically significant) with pelvic pain, adverse reaction ("I'm left with 17 dxs (diagnosis) and a destroyed life"), gastrointestinal inflammation ("inflammation of intestine / inflammation"), headache ("headaches,"), migraine ("migraines."), vitreous floaters ("floaters,"), swelling ("swelling,"), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety,"), mental impairment ("mental fog"), infection ("infection nos"), hot flush ("hot flashes"), hypersensitivity ("allergy nos"), muscle spasms ("chest spasms") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy , d & c, salpingectomy, cystoscopy). At the time of the report, the fallopian tube perforation, gastrointestinal injury, ureteric perforation, adverse reaction, asthma, pulmonary mass, gastrooesophageal reflux disease, chronic obstructive pulmonary disease, oesophageal motility disorder, hypertension, hyperglycaemia, dry eye, leukocytosis, renal disorder, coeliac disease, mastocytosis, squamous cell carcinoma, anal cancer, tooth loss, suicide attempt, colitis, spinal osteoarthritis, urticaria chronic, haematochezia, vertigo, gait disturbance, angioedema, oesophageal disorder, gastrointestinal inflammation, back pain, abdominal pain lower, chest pain, abdominal pain upper, headache, migraine, vitreous floaters, swelling, genital haemorrhage, anxiety, mental impairment, infection, hot flush, radiation injury and arthralgia outcome was unknown and the hypersensitivity and muscle spasms had resolved. The reporter considered abdominal pain lower, abdominal pain upper, adverse reaction, anal cancer, angioedema, anxiety, arthralgia, asthma, back pain, chest pain, chronic obstructive pulmonary disease, coeliac disease, colitis, dry eye, fallopian tube perforation, gait disturbance, gastrointestinal inflammation, gastrointestinal injury, gastrooesophageal reflux disease, genital haemorrhage, haematochezia, headache, hot flush, hyperglycaemia, hypersensitivity, hypertension, infection, leukocytosis, mastocytosis, mental impairment, migraine, muscle spasms, oesophageal disorder, oesophageal motility disorder, pulmonary mass, radiation injury, renal disorder, spinal osteoarthritis, squamous cell carcinoma, suicide attempt, swelling, tooth loss, ureteric perforation, urticaria chronic, vertigo and vitreous floaters to be related to essure. The reporter commented: current weight: (B)(6). Approximate weight at the time of essure placement: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.9 kg/sqm. In (B)(6) 2013, surgical pathology report- clinical history: unspecified symptom associated with female genital organs; abnormal bleeding. Diagnosis: fallopian tube, left: -plical bridging. Congestion. Uterus: focal changes, consistent with adenomyosis. Endometrium with focal secretory changes. Stromal and glandular breakdown. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jun-2018: new pfs received-new events added: pelvic pain, asthma, lung nodules,gerd, c.o.p.d, esophageal dysmotility, high blood pressure,chronic urticaria, hyperglycemic,elevated white blood counts, chronic dry eye, kidney issues,celiac disease , mastocytosis, squamous cell carcinoma,anal cancer, radiation related issues,lost teeth, attempted suicide, diversion colitis, spinal degeneration, bloody stool, vertigo, balance issue, nerve damage, esophageal issues, angio edema,esophageal issues, inflammation of intestines, back pain, lower abdominal pain, chest pain,joint pain ,floaters,swelling,migraines. Anxiety, headaches,mental fog, chest spasms, allergy were added. New reporter and date of birth were added. Outcomes of events chest spasms and allergies from unknown to recovered/resolved. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.